Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, a patient underwent bkp surgery. Post-operatively, bone cements were migrated laterally on both sides and so the intervertebral height became the same height as before the surgery. The patient also complained of a pain.